Event description:
The event log review evaluated in a different complaint failure investigation revealed a channel disconnect event occurring in this device. The channel disconnect resulted in this lvp shutting down during an insulin infusion that had been running at 3 ml/h with a concentration of 100 units/100 ml. The channel disconnect was determined to have occurred due to an iui issue, related to the thermal event in the pcu that was the subject of the fi. The device was sent to service for repairs and has been returned to customer. There was no pt harm reported and no report of medical intervention. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Visual inspection observed no thermal issues with the pump module. The reported issue of smells like smoke with the returned system was confirmed. The right iui connector on the pcu experienced a thermal event. The logs indicated the event occurred while an infusion of insulin was being performed on channel b -sn (B)(4). This was the only active infusion. The thermal event caused a significant load to the +8v source voltage for the powering of the pump modules. The drop in voltage resulted in the system experiencing a channel disconnect event with all attached modules. The channel disconnect event stopped the infusion of insulin. When the attending clinician confirmed the channel disconnect event; the pcu, because of the significant load to the +8v, sensed an issue with the backup voltage generating the error code 120.4410. The pcu then followed with logging log only error codes for the low +8v sensed. Visual inspection of the pump module was performed. No anomalies or damage was identified. The pump module was routed to the service department for calibration and preventative maintenance before return to the customer. The device passed all testing and rate accuracy was within +/- 5% specification at +1.41%. Conclusion: channel disconnect was a result of a thermal event of the pcu ((B)(4)).